Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: guide wire tip separation requiring surgical intervention to prevent permanent impairment/damage. Device issue: guide wire tip separation. It was reported that the asahi light guide wire could not pass the subtotal closure of the bifurcation circumflex branch/marginal branch. While trying to retract the guide wire, the distal part of the guide wire separated. Several attempts were made to recover the separated guide wire with different devices; however, without success. The separated distal part of the asahi guide wire remained located at the bifurcation circumflex branch / marginal brach, the proximal part of the separated guide wire remained at the area of the root of the aorta. Therefore, the procedure was stopped and was taken to intensive care unit (ICU). The patient reported no discomforts and had stable circulation. However, the patient was sent to another hospital for surgery and the separated guide wire tip was removed from the vessel by surgery. No additional event or patient information is available.

Manufacturer narrative:
.